Event description:
Caller reported feeling weak with a mobile system blood glucose result of 3.4 at 01:36am, was able to self-treat with 2 glasses of orange juice and a peanut butter sandwich. Several additional results were reported: 01:36am: bg 3.4 mmol/l, 01:42am: bg 3.3 mmol/l, 01:45am: bg hi , which on the system indicates a result of or higher than 33.3mmol/l), 01:46am: bg 4.1 mmol/l, 01:53am: bg 5.6 mmol/l, 02:00am: bg 32.0 mmol/l, 02:02am: bg 22.0 mmol/l, 02:05am: bg 16.0 mmol/l, 02:10am: bg 6.9 mmol/l. No adverse event reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.